Event description:
It was reported that after twenty five minutes of therapy, there was blood leakage of six drops from the gas outlet. The run lasted one hour and nine minutes. The 02 delivery and co2 extraction were satisfactory. Gas pressure was low but no reported patient effect. (B)(4).

Manufacturer narrative:
The device was returned to maquet for evaluation. Evaluation is underway. A supplemental medwatch will be submitted when new information becomes available. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allow for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action.